Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaluation conclusion code was updated.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4) product type: programmer, patient. Product ID: 9 7754, serial# (B)(4) product type: recharger. Product ID: 977a260, serial# (B)(4) , implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#(B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. The ins (B)(4) was returned, and analysis insignificant anomalies and the stimulation ins was functionally okay. The leads (B)(4) were also returned and analysis found the product segmented as the stimulation lead body was cut through during explant or during post-explant handling. (B)(4) .

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 9 7754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer's representative reported that the patient's stimulation coverage from their implantable neurostimulator (ins) had changed and had become uncomfortable since having a massage. The stimulation was note as fine before the massage. The patient told the massage therapist to just focus on the neck and shoulders but they also massaged the back. Follow up information reported that the manufacturer's representative saw the patient on (B)(6) 2015 where an impedance check was normal. The patient was reprogrammed and was able to get 100% coverage for their painful areas without uncomfortable stimulation. The physician also started the patient on a medrol dose pack to see if that helped them. If the patient's pain was to return after finishing the medrol pack and, with the new program, the physician will order an x-ray to confirm the lead location. The patient was to be followed up in 10 days to see how they are doing. Later, it was reported that x-rays confirmed the right lead had migrated down from t7/8 to t9/10, so the patient and doctor opted to explant the entire system on (B)(6) 2015 and re-implant with another manufacturer's product. The indications for use of the device were noted as spinal pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.